Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2017 with the following findings: the black box and alarm history showed a cs 064 call service alarm. The pump powered on properly with no alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the ¿call service alarm¿ issue was not duplicated. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The pump was opened and there was defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump emitted a cs 012 call service alarm while the basal function was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.